Event description:
It was reported that photo-selective vaporization of the prostate forward firing occurred after 3 minutes and 22,032 joules. The procedure was completed using a second fiber without patient complications.

Event description:
It was reported that photo-selective vaporization of the prostate forward firing occurred after 3 minutes and 22,032 joules. The procedure was completed using a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap. The metal cap exhibited mild debris adhesion on its surface, suggesting tissue contact. The glass cap exhibited moderate devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. It is likely that the fiber tip experienced inadvertent heavy tissue contact and a decrease in saline flow, causing elevating temperatures that may lead to circumferential fractures, epoxy failures, and cap/tip detachments. Based on analysis results, the interaction between the user and device, caused or contributed to the observed fiber damage.